Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that a femoral nail was removed because it wasn¿t consolidating the bone and two screws were broken. The damaged products were replaced. The patient status after the revision surgery was reported as normal. There was no reported delay in the surgery. This report is for two unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Event date: unknown. This report is for 2 unknown screws/unknown lot. Implant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.